Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: a review of the pump black box revealed cs 162 after a ¿replace cartridge¿ alarm and due to the pump not being re-primed after an ¿occlusion detected¿ alarm. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of primes occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.